Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # 792c44. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no reload present and with an open package. During the visual inspection, the anvil was not opening properly. Also, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the integrity of the internal components and a separation of the frame was noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the frame is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of non specific noise could not be confirmed as the device performed as intended and no abnormal noises were noted during functional testing. Device history review : a manufacturing record evaluation was performed for the finished device batch number 792c44, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9d92z, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported when preparing the device for the surgeon, the nurse found the jaw loose and when they put the battery in, it did an unusual sound. They didn't trust the product and decided to open another one. No patient consequences reported. No further information is available.